Event description:
In 2005, the lay user's spouse contacted lifescan on his behalf alleging that his surestep original meter was not functioning. The medical affairs specialist (mas) spoke with the spouse in 2005 to obtain/verify info. In july or august of this year the user was found feeling shaky prior to collapsing face down on the floor. His spouse was able to get him to the kitchen table, where she gave him "something sweet". No attempt was made to test his blood glucose level. To the best of her recollection, her spouse was unable to obtain a result on the reported meter the night before. She contacted the paramedics. Upon their arrival, a result of 42 mg/dl was obtained on the emt device. He was administered sugar with orange juice. He declined being transported to the hosp. The emt did not attempt to retest his blood glucose level. The pt was diagnosed with diabetes 20 years ago and was advised to test 3 to 4 times daily. The spouse was unable to verify when he last tested in relation to the incident, if he maintains his insulin regimen, if he maintains the testing frequency, if he is able to set the calibration code, or if the test strips were in good condition. She did confirm that he was applying the blood to the test strip correctly. She was unwilling to go through the meter memory or troubleshooting with the customer care agent (cca) or mas. Although there is insufficient info to suggest that the product meets the criteria of a meter malfunction, this complaint is being reported as an adverse event. The user experienced hypoglycemic symptoms, was unable to obtain a blood glucose result the night before, received hypoglycemic treatment by the emt for a blood glucose level of 42 mg/dl. The meter, test strips, and control solution were replaced.